Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the emergency room after experiencing a vibratory alert. Upon interrogation, the right ventricular lead exhibited increased high voltage lead impedance. Programming changes were discussed.